Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the subject device displayed error code n907; however; per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the endoscope position detecting unit displayed error code n907 (image processor/light source defect). The error was noticed before a diagnostic procedure on the scope guide. There was a delay of more than 15 minutes and the procedure was completed without scope guide. There were no reports of patient or user harm associated with this event.